Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a unspecified higher glucose sensor scan while wearing the adc device compared to a competitor¿s brand meter. On (B)(6) 2022, the customer had a loss of consciousness and hcp contact was made and a glucose test of 62 mg/dl was obtained. The customer was provided intravenous glucose by the healthcare professional for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.